Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and opening crack. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated opening in the radius side and a crack opening on diaphragm valve. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.